Manufacturer narrative:
Alleged failure: a piece of wood resembling a toothpick was found inside the sterilized case. It had been used before being noticed. Ope found no issues. Please investigate whether this wood was introduced during the manufacturing process. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be contaminants fell in during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material found inside the sterile packaging.

Event description:
It was reported that there was foreign material found inside the sterile packaging.

Manufacturer narrative:
The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.